Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link microbore catheter extension set run the infusion slowly. This occurred during pre-infusion flush while attempting to prime the extension set. Cannula was used to connect the extension set and see how the line flushed. The device contained 10ml 0.9% nacl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices or photo of the actual devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.